Manufacturer narrative:
Result of device evaluation: the user interface module (uim) was returned to carefusion for evaluation. The reported problem was duplicated and isolated to a corrupt boot loader. The issue of corrupt boot loader has been addressed through an internal investigation.

Event description:
The customer clarified the event and stated that the ventilator touchscreen was blank when the extended systems test (est) was attempted and remained blank on subsequent startup attempts.

Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required.(B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator touch screen went blank during the extended system test (est) and, upon subsequent start up attemts, remained blank. The customer reported there was no patient involvement associated with the event.